Event description:
On (B)(6) 2015 we were informed that a patient was positioned prone on our surgical supine tabletop, the patient was rotated to prone and on the table for 6+ hours. Post-op the patient complained of chest pain for several days. The patient was later taken to x-rays and it was revealed that the patient had 5 broken ribs. It was confirmed by our representative that the hospital used the correct setup and knew how to use the device.

Manufacturer narrative:
Evaluation suggests that because of the patient's barrel-shaped chest and smaller lower half, the staff may have over-compressed the foot end of the table in order to secure the patient. Additional training was provided, with a reminder to fill in the disproportionate spacing with pillows as needed, so as to avoid overly compressing the patient. Device not returned.